Event description:
Subsequent to the previous medwatch report, the additional information was obtained: while positioning cds0602-xtr 90226u195 and cds0602-xtr 90226u146 in the medial position, the devices were curved more than 90 degrees.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4). Device code 2017: failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In this case, it was reported that while positioning devices in the medial position, the devices were curved more than 90 degrees. It should be noted that the mitraclip ntr/xtr instructions for use (IFU) warns, do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. All available information was investigated and reported improper or incorrect procedure appears related to user not following steps as per IFU (curving sleeve more than 90 degrees while positioning). Physical resistance is related to user error. Definitive cause for mechanical jam on gripper line could not be determined. Gripper line break is a cascading effect/procedural conditions (appears due maneuvers related to removing the gripper line). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This report is filed as the gripper line was difficult to remove and broke. It was reported that this was a mitraclip procedure for degenerative mitral regurgitation (mr) grade 4. Patient presented with a prolapsed posterior leaflet 2 (p2) and posterior leaflet 3 (p3) with a flail. The first clip delivery system (cds0602-xtr 90226u195) grasped the leaflets without difficulty. During deployment, the gripper line was unable to be removed. The mitraclip was re-opened and repositioned. During repositioning, the clip caught chordae. Standard troubleshooting was performed and the clip was freed from the chordae. Following, while slowly removing the gripper line, the line broke. The clip remained stable and well seated at the intended area of implantation. Reportedly, there was no tissue damage. A second clip (cds0602-xtr 90226u146) grasped the leaflets without reported issues. While testing the gripper line, immediate resistance was encountered. Despite resistance, the gripper line was removed and deployment continued. The clip remained stable and well seated,at the intended area. The mr was reduced to grade 3. There was no clinically significant delay. Reportedly, the patient was in good condition post-procedure. On (B)(6) 2019 the patients condition declined due to pre-existing renal decompensation. Per physician, the renal decompensation is unrelated to the device. There was no device related adverse patient effect reported. No additional information was provided regarding this issue.